Manufacturer narrative:
On 12-jan-2026, bwi received additional information indicating that the relationship is expected/anticipated. (The information originally received and reported in the initial report stated "unexpected/unanticipated" but the new information indicates the opposite). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-apr-2026, the product investigation was completed as the complaint device was not returned for analysis. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31644199l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-mar-2026, the lot number of 31644199l has been provided. Section d4 has been updated: lot # 31644199l primary UDI number (B)(4) expiration date 21-may-2028. H4 manufacture date has been updated to 22-may-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a bwi-sponsored clinical study, it was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and on (B)(6); 2025 and by(B)(6); 2025 they were diagnosed with a worsening of their pre-existing condition of ischemic cardiomyopathy. Intervention was medication diuretics, adjustment of heart failure and antihypertensive medication. The medicinal intervention was provided primarily for symptom relief and not to prevent permanent damage to the patient--since their worsening ischemic cardiomyopathy was not considered to be serious. There was no indication that this event was life threatening or that it could result in permanent impairment of a body function or permanent damage to a body structure. There was no report of prolonged hospitalization at this point. Their issue resolved by (B)(6); 2025. However, on (B)(6) 2025 the patient was also noted to have worsening of their pre-existing cardiac decompensation, which was categorized as moderate and serious with in-patient or prolonged hospitalization. Their discharge date was (B)(6) 2025. The relationship to the study devices is not related. The procedure's heart rhythm was sinus rhythm. The relationship to the index study procedure is possible and unexpected/unanticipated. Intervention was medication torsemide. The date event first reported to be an sae was 18-dec-2025.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).